Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The device will not be returned for evaluation. The customer was unable to provide the information requested as they did not have access to the older patient records. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2015. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to natural causes. No autopsy was performed, the device was not explanted.